Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. A visual test was performed - found bubbled dso seal. A functional test was performed - found that the air sensor is malfunctioning. The event history log (ehl) was downloaded and inspected. Could not replicate the reported issue. Air sensor, dso seal replacement. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump alarmed connect cassette. It was also stated that no more details were provided. It is unknown if there was patient involvement or patient harm/adverse event.